Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported operational check test failed. There was no reported pt involvement/adverse pt impact.